Event description:
It was reported that during an unknown procedure, the stapler was unable to fire. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Swing tab in locked position, loading technique. Batch # m52x35. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received with the swing tab locked out. This condition is consistent with an improper loading technique. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Reference ¿instructions for use¿ for complete loading instructions. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.